Event description:
During the transfemoral tavr procedure, the valve was positioned 50:50; however, during deployment the valve shifted and landed 40:60 aortic: ventricular. On post deployment echo it appeared as though one leaflet was not moving and there was moderate-severe central ai. Deployment of a second valve was required. The second sapien xt valve was deployed in a 60:40 a/v position and the central ai was reduced to none. The patient was in stable condition at the end of the procedure. The cause for the non-functioning leaflet could not be determined; however, it was believed that it might have been due to the malposition of the valve. The patient was heavy set, short, had a big chest and a bmi of 50%. The native annulus had a an area of 520mm² by tee which per report, would have been adequate for a 26mm sapien xt valve, but given the patient's size the physicians decided to implant a 29mm sapien xt valve. A non contrast CT was also performed but was found to be non reliable - annulus measurement was 619mm². The native annulus was severely calcified, and the leaflets were moderately calcified. The image intensifier angle and coaxial alignment of the delivery system and valve were reported to be fair, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and valve regurgitation requiring intervention are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified or bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, it is possible that both patient factors (i.e. Severely calcified native valve) and procedural factors (fair coaxial alignment of the delivery system and valve, fair image intensifier angle) could have contributed to the final ventricular position of the valve. The non functioning leaflet and subsequent central ai was believed to have been caused by the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.